Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited a high out of range shock impedance measurement. Boston scientific technical services (ts) reviewed the available information and indicated the shock impedance measurements have been stable for the last year around 70 to 80 ohms which is normal for a single coil lead. There was only the single high reading and there have been no new readings since the red alert was triggered. The presenting electrogram showed normal device operation and no noise was noted. This device has never delivered a shock so there are no recorded measurements of delivered shock impedance. X-ray revealed no abnormalities. It was indicated the patient would continue to be followed appropriately. No adverse patient effects were reported.